Manufacturer narrative:
It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date, the patient underwent an unknown procedure. During the procedure, when piercing the bone using the drill bit quick coupling, it broke into two parts. There were fragments generated and they were removed easily without additional intervention. There was no surgical delay. The procedure was successfully completed with no patient consequence. This report is for a drill bit. This is report 1 of 1 for (B)(4).